Manufacturer narrative:
Continuation of d10: product ID afr-00006 (lot: 0012838274); product type: 0627-cables and accessories product ID afr-00001 (unknown serial/lot); product type: 0609-catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product ID: non-medtronic product type: transseptal needle product ID: non-medtronic product type: activated clotting time machine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter, there was a termination of the ablation and there was char formation observed on the catheter upon removal. The small, dark pink material was adhered to the catheter. The catheter was replaced. The procedure was completed with no impact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231480958 and data files were returned and analyzed. One mp4 file r eturned from the field was returned and analyzed. The video shows the termination of ablation at the 28:00 timestamp. During external visual inspection, the catheter lattice appeared to have tissue stuck on it. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported "energy output" issue was recorded in the data files. The reported "material in tip" issue was confirmed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.